Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported there was excessive deviation between positive and negative pressures, a dirty negative-pressure filter (0103-00-0499), and a leak in the positive-pressure line (0004-00-0103-02) between the cylinder and motor. The fse replaced these parts. The unit passed all functions and factory-set safety performance indicators. Corrected field: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the of cardiosave intra-aortic balloon pump (iabp) triggered a suspected high temperature alarm. The inspection identified a significant discrepancy between the positive and negative pressures, a contaminated negative-pressure filter, and a leak in the positive-pressure line between the cylinder and motor. Consequently, the device was replaced with an alternative unit.there was no harm reported.